Manufacturer narrative:
A philips field service engineer (fse) visited onsite and unable to confirm the reported issue ¿alarm silence issue". A fse reviewed the audit trail logs for the reported time of supposed incident and found that unit did alarm during that timeframe. The fse also tested alarm functionality and determined that there were no issues with the alarm. There was no issue found in the philips system and no evidence of issue occurring. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that ECG (electrocardiogram) strip from a telemetry patient showed a heart rate of 132 and they did not get a yellow alarm. The device was in use on patient at time of event, there was no adverse event reported.